Manufacturer narrative:
On 16-nov-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. It was reported by the clinical account specialist, that the vizigo¿ sheath was leaking fluid on the back of the valve. The vizigo¿ sheath was replaced with a comparator sheath, and the issue was resolved. The case continued. Replacement vizigo¿ sheath was requested. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodgement could be related to the leak reported by the customer. A device history record evaluation was performed for the finished device number 50000145 and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-oct-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. Device investigation details: according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device 50000145 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. It was reported by the clinical account specialist, that the vizigo¿ sheath was leaking fluid on the back of the valve. The vizigo¿ sheath was replaced with a comparator sheath, and the issue was resolved. The case continued. Replacement vizigo¿ sheath was requested. No patient consequences were reported. There was no physical damage on the valve/hub. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. Picture was attached. The sheath was used on the patient. Air did not enter the patient¿s body as the sheath replaced immediately. Not much blood return was observed. Hemostatic valve leak is MDR-reportable.